Event description:
Follow-up from the provider stated the programmed output current and magnet output current were programmed to 2.75 and 3.0 ma respectively. This produced nausea and vomiting that was stopped by applying the magnet on generator. Turning the device off was stated to be to prevent a serious injury and patient comfort reasons. Generator replacement surgery occurred. The explanted device has not been received by the manufacturer to-date.

Manufacturer narrative:
Unique identifier (UDI) #, corrected data: the unique identifier was inadvertently provided incorrectly on the initial report.

Event description:
A call from the physician was received and indicated that when he programmed the patient back on to the previous output current of 2.75ma, the patient began vomiting with stimulation, which was coinciding with the device off cycle. Use of the patient's magnet for temporary disablement was appearing to resolve the issue. The company representative was called to the site and was able to assist in programming the patient¿s device off, and the patient was referred for replacement. Additional relevant information has not been received to-date. No known surgery has occurred to-date.